Event description:
It was reported, that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous, and severely calcified external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured at the center. The device was removed, and the procedure was completed with another of same device. No patient complications were reported. And patient was in good condition.